Event description:
The manufacturer received information in relation to a dreamstation auto bipap device. There was no report of serious or permanent harm or injury. During evaluation of the device at a third party service center, there was a technical finding of error code present and contamination finding as calcium. No other problems were detected. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.